Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported the filter legs penetrated the vessel wall. A greenfield filter was implanted in the inferior vena cava (ivc) approximately 10 years ago. During a recent medical examination it was observed that 3 of the "ribs" (filter legs) had penetrated the wall of the ivc. It was noted that the patient is not suffering any blood loss as there is "calcification surrounding the ribs on the inside of his vein." No further patient complications were reported.